Event description:
It was reported the customer had recurring problems with air bubbles over the past six months. The customer stated they have exhausted all options to prevent air bubbles. The customer also stated tapping the bubbles did not resolve the issue. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.